Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms and damage to the modular cable was confirmed. The heartmate 3 vad modular cable (lot number: 8431389) was returned for analysis. Log files were submitted and data from the reported event date of 29aug2024 was reviewed. There were no other notable events active in the log file. Pump operation was not affected. The modular cable underwent functional testing. The returned cable was connected to a mock loop, and upon connecting to the controller, driveline power fault alarms activated. The modular cable was then connected to a cirris tester in order to assess the integrity of the conductors and did not pass. The red (power b) wire was measured as an open loop. The cable¿s polyurethane and inner layers were stripped, and the red wire was found to be broken with exposed conductors. The damage is consistent with driveline power fault alarms activating. The root cause of the reported event was determined to be due to a break in the power b wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the modular cable (lot number: 8431389) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that new puppy accidentally chewed on modular cable and system controller alarmed driveline power fault alarm occurred, per patient's mother. Since the patient had bi ventricular assist device (bivad), they were instructed to come to hospital. The modular cable was exchanged successfully, and alarm resolved. Modular cable would be returned for analysis. The patient planned to be discharged to home. Additional information stated that system controller was exchanged due to an apparent blank screen. Additional log files showed a string of low flow / driveline disconnect / lvad off alarms on 03sep2024 at ~1:54 am associated with a system controller exchange as mentioned.